Event description:
A standard valve system was implanted on 5/21/97 in a 78 yr old male pt. The dr complained that the shunt was not functioning as he would like and elected to replace the system (explanted on 9/17/97). He tested the system himself and under 60 mmh2o, the valve still wouldn't open.